Event description:
Caller reported that pump housing was cracked after the pump was dropped or hit the ground. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection. The customer reverted to an alternate method of insulin therapy.